Event description:
It was reported that the insulin pump had scratches on the screen as well as a residue that will not wipe off and had a hard time reading the screen. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a severely scratched and worn display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.